Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately erratic. The (B)(4) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began sometime in (B)(6) 2011, but couldn't recall the exact date/time. The patient reported blood glucose results of "136, 77 and 57mg/dl" with the subject meter performed within 20 minutes of each other in (B)(6) 2011 (date/time unknown). The patient reportedly manages her diabetes with a basal rate of humalog insulin through pump therapy. The patient claimed that prior to testing her blood glucose on (B)(6) or (B)(6) 2011 at approximately 6pm she was experiencing symptoms of "sweating" which she attributed to low blood glucose. She stated she tested on the subject device and reported blood glucose values of "135, 57, and another unrecalled result greater than 100 mg/dl" performed within 5-10 minutes of each other. Based on statistical methodology, the calculated difference of these two sets of glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated she repeated the test after receiving "135mg/dl" due to her symptoms not correlating with the reading. The patient denied administering insulin at this time and stated the tests were taken just before having dinner. The patient reportedly self-treated with a peanut butter and jelly sandwich at approximately 6:30pm of that same day and stated her symptoms abated shortly afterwards. The patient advised the mss that she tested again using her husband's meter (onetouch) and stated her blood glucose level increased, but could not recall the reading. The patient could not recall any readings taken earlier that day but advised that the day prior to the symptoms, her blood glucose ranged from "47 - 314mg/dl" throughout the day, but reportedly did not develop any symptoms. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. The samples were obtained from the same approved. A quality control solution test was not performed since the patient did not have any more test strips or control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 (12/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.